Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an external neurostimulator (ens). It was reported the patient was sore at the incision and it was very painful. Additional information from the patient on (B)(6) reported they had been unable to void. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event.